Event description:
The location of the perforation is unknown. A pigtail drain was used to resolve the perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a (B)(6) study ablation case, a steam pop and pericardial effusion were reported. No additional information is available at this time.